Event description:
It is reported that the patient is experiencing pain on the left side in his thigh and entire hip. He hears his hip pop anytime he squats down. He experiences a stinging sensation and sharp pain at the top of his left thigh. He says he is in constant pain. He cannot do any exercises with the leg and hip at all. He experiences stiffness in the hip which is sometimes relieved when he applies heat. He had a stroke at (B)(6) 2012. He called his surgeon yesterday for an appointment. He is waiting for them to call him back with date and time.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.